Event description:
Provider alleges consumer was reclined in his chair and when he went to get up the chair lifted but the back and footrest allegedly stayed in the recline position. At some point the legrest allegedly dropped and the back came forward allegedly sending the consumer to the floor.

Manufacturer narrative:
Due to the condition of the device (contamination from user), the device was unable to be evaluated. The device was scrapped in the field by the provider.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was reclined in his chair and when he went to get up the chair lifted but the back and footrest allegedly stayed in the recline position. At some point the legrest allegedly dropped and the back came forward allegedly sending the consumer to the floor.